Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 type of investigation additional information: d4 - the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: - tmmjra expiration date: oct/31/2028 date of mfg.: nov/16/2023 - 1021xe expiration date: jun/30/2029 date of mfg.: jul/06/2024 - ubmlat expiration date: jan/31/2029 date of mfg.: feb/20/2024 a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed a suture abscess and/or the wound opened up. The hcp does not know if this is an issue with the lot. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Should there be a complaint for each lot #? No 2. Did each lot number cause or contribute to an abscess or wound dehiscence? Unknown 3. Or are these all of the lot numbers in inventory and it is not known which of the lot #s caused or contributed to the abscess and wound dehiscences? This is the most likely scenario 4. Is it known how many patients experiences these events? No. The surgeon has not disclosed how many patients or the timeline the single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Did the sutures untie, break, or pull out of the tissue? Were there any patient stress factors that led to the suture untying, breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? What symptoms did the patient experience following the index surgical procedure? Onset date? Did the patient have an infection? Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures of the abscess performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe please describe any surgical intervention required for the wound dehiscence and/or abscess including date and findings. Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Additional information: d4 - the actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: tmmjra, 1021xe, ubmlat.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6 health effect - impact code. Additional information was requested, and the following was obtained: we had four anterior hip cases with issues from december to march. The hip crease area is usually where the incision broke down. This problem usually occurred 4 weeks after surgery. The wound would dehisce and we would have to open up the area wash it out in the or and re-close. We had one case were the hip got a deep infection and we had to explant all her hardware. She is currently on antibiotics and will get replanted later. No further information is available for this complaint.